Event description:
It was reported that the pump touch screen had missing/stuck pixels. There was no adverse impact to the customer¿s blood glucose. Reportedly, customer continued to use the pump for insulin therapy and also had manual injections available.